Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03161, and 0001822565-2023-03163. D10 medical device: unknown tibial insert catalog#: ni lot#: ni. Unknown femoral catalog#: ni lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, patient reports pain, audible noise, instability, and falls while walking. The patient has been using a cane for assistance. No revision procedure has been reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2023-00323.

Event description:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920 - 2023-00323.